Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a l4-l5 pedicle screw fusion procedure was done with decompression via a hybrid mis approach with a midline incision and mis screws via wiltse cuts. The planning for the case was reviewed and approved by the surgeon. The rbt device was mounted to the patient with a clamp on l5. Auto segmentation and registration off of l5 was successful with high accuracy at l4 and l5. All screw trajectories were sent and the surgeon drilled with a high level of care. Skive potential was communicated to the surgeon and mitigation's were made when needed. All k-wires were placed. Fluoro and neuromonitoring was done and confirmed accurate placement of k-wires except for right l4. The right l4 trajectory was lateral to the pedicle. The right l4 trajectory was re-planned three times with latera skive occurring with less triangulation, but clinically well placed trajectories. The trajectory was then planned, sent and drilled with tactile feedback. Neuromonitoring and fluoro images indicated the k-wire was accurate to plan. The surgeon had decided to stage the procedure. The l4/l5 screw placement was completed in stage 1 and a subsequent decompression as stage 2 to occur two days later. All screws were placed over the k-wires with neuromonitoring confirming that the finial position of the screws did not affect the patient. Fluoro showed the screw positions were clinically acceptable. A post-op CT showed the right l4 screw was lateral to the pedicle. The patient was asymptomatic with no neurological deficits. The surgeon planned to revise the right l4 pedicle during the stage 2 procedure. There was no patient harm and the procedure was delayed over an hour.

Manufacturer narrative:
H3: the exports and logs was received for analysis; however, the files only contained CT images without planning and the operation. There was insufficient information to determined the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.